Manufacturer narrative:
Additional information: it was confirmed that the stent graft limb and cuff had migrated - there was no separation from the main stent body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received 25 feb 2020. It was confirmed that there was a type iiia endoleak involving the endurant limb and non mdt excluder cuff. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. The stent graft limb etlw1624c82ej was implanted on the right common iliac artery and a 26x30 non-mdt cuff (gore excluder) was implanted inside the stent graft limb. It was reported that approximately 4.5 years post implant follow-up CT showed that the stent graft limb and non-mdt cuff had come off. A secondary procedure was carried out and the right iliac artery was embolized and a non-mdt stent graft limb implanted successfully. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.